Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical error indicating power error occurred. That error might lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. There is no evidence that the device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse outcome sustained as a result of the issue. According to the information provided by the technician, the issue could not be found during on-site investigation. The technician checked printed circuit board for battery control with no anomalies found. Therefore, no malfunction of the device have been noticed. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/28/2018, corrected manufacture date: 10/29/2018.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref.#: (B)(4).